Event description:
Us legal. It was reported that, after a bhr tha on (B)(6) 2008 due to degenerative arthritis and leg length inequality of left lower extremity. Plaintiff experiences adverse local tissue reaction to metal. Plaintiff underwent revision surgery on left hip on (B)(6) where a fluid-filled cavity extended along greater trochanter, a mild erosion of the inferior abductor and considerable taper corrosion between the sleeve and the taper of the stem was noticed. A subtotal synovectomy was required. It is unknown the status of the patient.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup, hemi head and sleeve was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch for the acetabular cup and hemi head. Other similar complaints were identified to involve this batch for the sleeve. However, as the device is no longer sold, no action is to be taken. No other similar complaint has been identified for the part number and the reported failure mode for the sleeve. Other similar complaints have been identified for the part number and the reported failure mode for the acetabular cup and hemi head. However, as bhr systems of this size, hemi heads, sleeves are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The =46mm bhr resurfacing system, hemi heads, sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical documents were reviewed. The clinical information provided, of adverse local tissue reaction, mild metal staining, mild erosion, and taper corrosion may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.